Event description:
Customer reported to beckman coulter, inc (bec) that the synchron cx3 delta clinical system generated erratic results for sodium and creatinine. Customer reported that erroneous results were not reported out of the laboratory. There was no report of any adverse event or injury requiring medical intervention or patient treatment.

Manufacturer narrative:
Evaluation: method - the lab supervisor did not authorize bec to service and evaluate the synchron cx 3 delta clinical system instrument. Root cause is unknown.